Event description:
A report was received that during a lead revision surgery, the physician elected to replace the pt's ipg. The physician questioned if the ipg was functioning properly due to the pt falling on it previously. The pt is reportedly doing well and receiving adequate stimulation.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during the manufacturing process. The device was not returned to bsn, as it was discarded by the medical facility. This is the final report.